Event description:
As reported by the user facility: there was a malfunction of the safety clip, the clip did not cover the needle. This resulted in a nurse getting stuck with the introcan needle. The facility protocol was followed after the needlestick injury was reported.